Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user attempted to inject sterile water while testing the foley catheter balloon inflation, but water did not enter.

Manufacturer narrative:
The reported event was unconfirmed as product meets specifications. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Inflated balloon with 10 ml of solution successfully but with some difficulty using an in-house luer lock syringe and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. Also received 4 photo samples. First photo sample shows overview of catheter. Second photo sample zooms in on inflation cap. Third photo sample shows top view of inflation cap with no obstructions along pathway. Fourth photo sample zooms in on end of catheter with balloon not inflated. Based on physical sample received product meets specifications. The product was not used for patient diagnostic or treatment. The product was not influenced by the reported event. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the user attempted to inject sterile water while testing the foley catheter balloon inflation, but water did not enter.